Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (3000 mcg/ml at 1471 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump motor stalled and they experienced increased spasticity. There were no external factors that contributed to the motor stall and no diagnostics/troubleshooting were performed. The pump was replaced and the issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.